Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 331 mg/dl, compared with the sensor glucose reading of 60 mg/dl. The customer also received multiple cal error alerts, multiple bg now alerts, and a change sensor alarm. The customer was advised that the sensors would be replaced, and to return the malfunctioning sensors back for analysis.